Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 444 mg/dl. The customer reported that 4 of their infusion set¿s cannulas were bent. The customer declined troubleshooting the insulin pump. The customer stated that their blood glucose had been consistently over 300 mg/dl since the middle of the day. The high-pressure test was performed and the insulin pump had alarmed in 3.6 units. The device will not be returned for analysis.